Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e2, e3 (inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to mishandling of this laser fiber near the connector end. The mishandling likely caused a small break which ignited when the console was firing. Olympus will continue to monitor field performance for this device.

Event description:
Company representative (olympus rep.) Reported the user was trying to fire the laser and not getting any results, after a few seconds, when turned around saw "little flame" at the fiber connection to the soltive laser. The issue occurred at preparation for use for a ureterostomy (therapeutic procedure ). The device was replaced (laser fiber) and the intended procedure was completed using a similar device. The device at the time of the event is being used with a laser system (tfl-pls soltive premium laser system, sn (B)(4)). No harm reported, no patient injury, no user/staff injury as the result of the event. This event includes two reports: report with patient identifier (B)(6) (fl-fbx200s soltive laser fiber , lot kr222895). Report with patient identifier (B)(6) (tfl-pls soltive premium laser system, sn (B)(4)) this report being submitted is for report with patient identifier (B)(6) (fl-fbx200s soltive laser fiber , lot kr222895).

Manufacturer narrative:
The subject device was received and evaluated at service business center (sbc) olympus on (B)(6) 2023. Initial evaluation was performed. Visual inspection noted the device was received in a sealed post-market pouch , confirmed to be a tfl-fbx200s soltive laser fiber with a lot number of kr222895. Inspection found the connector end is separated from the fiber body and there is melting and discoloration at the strain relief. The broken fiber end does not have discoloration or signs of burning. The distal tip is intact and appears to be unused. The length of the fiber body does not have any physical defects other than the broken end. The device is being shipped to the original equipment manufacturer (OEM) for further analysis. Investigation is ongoing. This report will be supplemented accordingly following investigation.